Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image due to faulty charged coupled device (ccd) unit. Additionally, the evaluation uncovered a kink in the cable and a thin crack in the connector. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. E3: title is procurement specialist ii - clinical engineering. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the image was not displayed due to the malfunction of the charged coupled device unit (ccd) which was likely caused by material degradation as a result of ultraviolet rays of the ccd sensor.